Event description:
A user noticed that when exporting a virtual simulation, vsim, plan using the vsim export button in the virtual simulation module, the collimator angle defined in the raystation user interface was not correctly transferred in the exported dicom plan. This was a software malfunction. No patients have been impacted.

Event description:
Follow-up of report rsl: MDR 3007774465-2023-00001 (B)(6) vsim eport rsl. This was a software malfuction. No patients have been impacted. A user noticed that when exporting a virtual simulation, vsim, plan using the vsim export button in the virtual simulation module, the collimator angle defined in the raystation user interface was not correctly transferred in the exported dicom plan.

Manufacturer narrative:
A software implementation error has been identified. It is possible to set a non-zero collimator angle in the virtual simulation module. The angle is correctly used in the user interface but if the plan is dicom exported with the vsim export button, it may not be correct in the exported rt plan. The dicom attribute beam limiting device angle (300a,0120) is set to 0, regardless of the selected collimator angle. The error affects only export from the virtual simulation module. If the virtual simulation plan is exported from another raystation module or from the raystation menu, beam limiting device angle will be correct. In the event that an unintended collimator angle is used for treatment, this would lead to unintended regions being irradiated and under-dose to parts of the intended target.